Manufacturer narrative:
Findings: pump was received with blank display due to corroded battery cap contact. Unit was received with failed battery test alarm during testing due to corroded battery tube. Unable to perform functional tests or verify off no power anomaly due to failed battery test alarm. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with removing the batteries and to monitor the notification light. The customer was advised to wait until the notification light stops flashing to enter new batteries. The alarm on the device was cleared. The customer did not return the product back for analysis.